Event description:
It was reported that the low-voltage pacing leads had previously been partially laser extracted for an unknown issue. It was noted by the attending physician that the leads may have been extracted due to a suspected fracture, or insulation issue. The partial portion of the leads remain implanted. No patient complications have been reported as a result of this event.